Event description:
A total hip arthroplasty was revised approximately 6 years post-operatively, because of a fracture in the modular stem prosthesis. Post operative outcome is good.

Manufacturer narrative:
Explanted device was returned and is undergoing engineering evaluation.